Event description:
Attorney reported: in 2001 - the patient is informed and believes, and thereupon alleges that she was implanted with a composix kugel patch. The composix kugel patch ultimately failed causing the patient to suffer numerous complications, including but not limited to, severe abdominal pain, mesh migration, adhesions, chronic infections and recurrent hernia at the location where the composix kugel patch had been implanted. In 2009 - the patient was forced to undergo the surgical removal of the failed mesh. During the removal surgery, surgeons found that the composix kugel patch had become deformed and "appeared somewhat wadded up". The patient will require continuous monitoring of her composix kugel patch related injuries for the remainder of her life. Patient's physical injuries, proximately caused by her implantation with the composix kugel patch, are severe, life threatening, and permanent, and have adversely impacted the quality of her life.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.